Manufacturer narrative:
MDR 0003015876-2020-00396 was sent in error and is not a reportable event. The customer reported that there was no complaint for device (B)(4) and it would not be returned for evaluation. There is no malfunction of the device.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock during testing. There was no patient use associated with the reported event.